Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported type iiia endoleak (of the aortic components) and type ii endoleak (of the lumbar artery) were confirmed. This is consistent with the reported adverse event/incident. The most likely causation for the reported event is anatomy-related due to aortic remodeling; increase in the infrarenal angulation from 34 degrees (per 1-month post index CT (computed tomography) scan) to 72 degrees (per 45-month CT) was noted. The final patient status was reported as discharged in stable condition on the first postoperative day following an endovascular repair procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Correction: h6 evaluation result codes; remove 3233. H6 evaluation conclusion codes; remove 11. Device iteration is afx2.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft, a vela suprarenal, and two ovation extenders to treat an abdominal aortic aneurysm (aaa). This initial procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Approximately four (4) years post initial implant, the patient was identified with an endoleak type 3a (aortic components), and an endoleak type 2 (non device related failure) during routine surveillance. An intervention was completed. The physician elected to reline the original implanted devices with an afx2 bifurcated stent graft and afx vela infrarenal stent graft to treat this event. The patient is currently being monitored.